Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unstable on the stand. The customer informed the remote service engineer (rse) that the device would not secure to the roll stand due to the thumbwheels missing and the central processing unit (cpu) tray cover being broken. The rse provided the customer with the part information for the cpu tray cover and universal stand v60 thumbwheels. In a good faith effort (gfe) response from the customer, it was confirmed that the advised cpu tray cover and universal stand v60 thumbwheels had been ordered, received, and replaced. The issue was confirmed to have been resolved, and the device was returned to full functionality before being placed back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.